Event description:
It was reported to philips that the system failed to produce x-rays due to the image disk being full. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this compliant. According to the additional information collected the customer was performing a diagnostic procedure which was completed in another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to produce x-rays due to image disk being full. There was a remote alert indicating that free disk space was too low. Review of the system log files showed malfunctioning of frontal image processing pc (ippc), and the cause of the issue is disk bay. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction z-1151-2024. To resolve the issue, the fse replaced the ippc and hard disk drive, then reloaded the software. The defective ippc was returned to philips for failure analysis and cause of the failure was confirmed to be a defective disk bay. After replacement of ippc and hard disk drive, the system was returned to good working condition. The codes were updated based on the investigation outcome.